Event description:
A customer reported an IV pole would not go up or down during a procedure. The system was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The company rep did find a system message in the event log that confirmed the problem reported. The IV pole controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The root cause is unknown. (B)(4).